Event description:
It was reported the patient felt a shocking sensation in his stomach about 3 years ago. The patient then turned his stimulation off. It was reported, the patient was told "one of his wires had moved." It was reported the patient also felt stimulation in his chest when he would cough of sneeze. It was also reported the patients implantable neurostimulator (ins) had not been working for the past 2 years. When the patient attempted to charge the ins, he reported seeing a "doctor" icon, did not recall any specific error code. Patient was unable to charge his device and was not feeling stimulation sensation. Additional information has been request but is unavailable at time of report.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v260569, implanted: (B)(4) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-56, lot # v260569, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3487a-56, lot # v370438, implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v370438, implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).